Event description:
Caller reported that pump experienced a malfunction. There was no reported impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who reverted to multiple daily injections as a backup therapy until replacement was received. Customer was instructed on how to put the faulty pump into storage mode before returning it to tandem, and acknowledged steps to take with the new pump.